Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that a revision was performed due pain. Surgeon thinks it is technical error (over inner rotation), not product failure.